Event description:
The clinician reported that the jaw tip broke off the endoscopic vein harvesting bipolar device. The jaw tip was recovered. There was no report of patient injury.

Manufacturer narrative:
The 510(k) number for the bipolar device is k003587. This device is a component in the clearglide evh small ktv17 kit. The clinician reported that the jaw tip broke off the endoscopic vein harvesting bipolar device. The jaw tip was recovered. There was no report of patient injury. The bipolar device was returned to sorin group USA for evaluation. Visual inspection confirmed that the tip of the upper jaw was broken off. The manufacturing records were reviewed. The device met all raw materials. In-process and finished goods specifications upon release. No abnormalities were noted. The cause for the broken jaw could not be determined. It is possible that the device was damaged during use. The instructions for the use state "do not advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument." The 100% visual inspection under magnification has been implemented in production to provide further assurance of jaw integrity. The protective cap for the jaw has also been improved.